Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7075393.

Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a lead revision procedure, and the patient was doing well postoperatively.